Event description:
An ave micro stent ii of unknown size was inserted and deployed successfully, to cover the entire target lesion site in the right coronary artery. This target lesion site included a restenosed stent from another MFR, which had been implanted in 7/97, as well as an extension of the lesion proximal to the restenosed stent. The physician stated that there were no complications during the procedure. Two hrs after the procedure, the pt experienced chest pain and was taken to the cath lab where she expired during re-catherization. Subsequently, an autopsy was performed that revealed no perforations or evidence of thrombus. The physician felt that the pt death was not related to the ave stent.